Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during implant of the right ventricular (rv) lead approximately four placements were attempted near the base, but all of the measurements did not meet the standard values. It was further reported that when the rv lead was checked again via fluoroscopy, the rv lead was completely dislodged. In order to confirm that the rv lead could not be removed, it was pulled lightly so that it did not come out while the sheath was inserted, and it was checked whether there was any deflection in the anterior-posterior direction. The rv lead was repositioned and remains in use. No patient complications have been reported as a result of this event.